Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen) and user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl.the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. The customer is currently taking medication to manage diabetes. The customer states not changes in diet recently. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/21/2018 and open vial date is 02/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Adverse event not reported.